Manufacturer narrative:
The device has not yet been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon stimulated the facial nerve and the electrode (probe) stopped stimulating, which made it ¿impossible to find the nerve during the surgery.¿ requests for additional information have been made with no response received at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.